Event description:
It was reported that an ilet user accidentally deployed the infusion set before it was positioned on the body, after which an agent guided the patient through a full supply change for the infusion set and cartridge. No reported clinical effects and no alerts or alarms. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education on correct infusion set handling and supply change steps. Investigation of this case revealed user technique error related to infusion set deployment, with the infusion set or connector not attached correctly, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set handling and setup.